Event description:
It was reported that the customer was in the hospital due to a malfunctioning insulin pump, and the batteries were draining very rapidly. The customer's blood glucose reading at time of admission was over 600mg/dl. It was stated that the customer went sky high and started vomiting. It was stated that she was disconnected from the device six hour prior her admission. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. All buttons function properly and there was no damage in the keypad assembly. The device was monitored for several days and no blank display noted. The unit was received with normal operating currents, and no unexpected failed battery test alarm. The device had cracked case at the display window corner, cracked reservoir tube lip, and cracked lcd window.